Manufacturer narrative:
Based on the current information provided, the cause of the periprocedural bleeding cannot be determined. System logs are not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding from the biopsy site. During biopsy, the physician used a 21g flexision biopsy needle, compatible forceps, and a cytology brush. The physician was able to obtain biopsy samples over multiple passes. No further details were provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.